Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair surgery using ultra fast-fix ab assembly - curved, after t1 was implanted through the meniscus, t2 deployed simultaneously. T1 was removed from the patient by tweezers. The procedure was successfully completed with a non-significant delay using a back-up device. No patient complications were reported.

Manufacturer narrative:
The reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image reveals two devices imaged. Both images have been actuated. Three sets of anchors and suture are imaged. One of the sets of suture is wound up and the other sets show no visible signs of damage. A visual inspection revealed the device was returned fully actuated with no anchors and the suture was cut as intended. The needle had been bent from manufacturer intended position. A functional evaluation revealed the actuator could be functioned as intended. It was determined the device did not contribute to the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of excessive force or contact with another source. No containment or corrective actions are recommended at this time.